Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas 6000 e 601 module. The sample initially resulted with a ft3 value of 8.51 pmol l, which was reported outside of the laboratory. The sample was repeated four times, resulting with values of 3.41 pmol l, 3.39 pmol l, 3.38 pmol l, and 4.19 pmol l. The ft3 reagent lot number was 446738. The reagent expiration date was requested, but not provided.